Event description:
Per the audiologist's report, the patient had an mrsa infection at the surgical site. Reportedly the patient has had multiple previous mrsa infections. When the surgeon examined the patient in 2008, a significant area of dehiscence was found on the skin flap over the implant. The surgeon reported that the device would be explanted to facilitate healing. Per communication from the patient's spouse, the device was explanted (date not reported) and the patient is "doing fine."

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.